Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for the call was that the patient had three different groups; a, b, and c. The caller stated that groups a and b were not doing anything. The caller said that group c was working. The caller said that the controller showed in the about screen that an error had appeared today at 8:54 am, however the controller wasn't showing what the error message was. The caller said that the about screen showed 9-64, 10-x204, 11-(blank). The caller confirmed that settings not available was the message that was appearing on groups a and b. The agent reviewed the screen meaning with the caller. The caller said that the pt usually kept the therapy on group a and that normally the device worked fine, however now when the pt turned or sat a certain way, the pt would get a jolt even when they weren't feeling the stimulation working. When asked for the event date, the caller said that it had been happening on and off and was intermittent. The caller then said that at one point in time, maybe the pt sat a certain way, but the pt got a jolt and then all of a sudden there was nothing. The caller said that the pt reported that the device stopped working about a week ago. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.